Manufacturer narrative:
The customer's returned strips were measured with liquid qc of a high level on internal reference meter. Testing results (qc range 2.7 - 3.5 inr): qc 1: 3.1 inr; qc 2: 3.1 inr; qc 3: 3.1 inr. All inr values were within the specified target ranges.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter complained of discrepant inr results for 1 patient tested on coaguchek xs meter serial number (B)(4) compared to the siemens laboratory method. The initial result from the meter was 6.4 inr. The patient was re-tested on the meter with a result of 6.1 inr. The result from the laboratory within 7 hours was 4.9 inr. The patient's therapeutic range was not provided. There was no allegation that an adverse event occurred. The test strips were requested for investigation. The test strips were returned which showed no defects. The returned test strips were measured on reference meters with a high level control sample. All inr values were within the specified target ranges. No error messages occurred. The returned customer material and retention material comply with the specification. Relevant retention test strips (lot 353500) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined.